Event description:
Caller reported a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Caller mentioned the alarm with their previous pump and was informed that they have a newer pump available, thus not requiring a replacement.